Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that an insufficient sealing issue occurred on the vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse was inspected prior to use with no issue identified. The vse did not work during the procedure. No error occurred when the vse was used. There was an audible signal while the pedal was pressed during the sealing sequence. It was not known if the seal cycle completed with the fast audible tones. No tissue was cut with the vse and the patient did not experience any unexpected additional bleeding. There was no fragment that fell inside the patient. The procedure was completed with a backup vse.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint of insufficient sealing. Failure analysis found the primary failure of failed electrode gap test to be related to the customer reported complaint. The instrument failed the jaw gap verification test. When the instrument was placed on an in-house system, a shim measuring 0.003 inches did not pass through the middle portion and proximal end of one of the sides of the grip tips during the jaw gap verification test. The root cause is not determined. Logs review was performed, and no related error was observed. When the instrument was placed and driven on an in-house system, the instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity, energy delivery, cut, and grip force tests. The instrument passed the energy delivery test, which was performed with various orientations of the grip tips. There were no missing ceramic dots. Additional observation, which was not reported by site and was related to the primary failure, was that the grip tips was found to have a defect. One of the grip tip's surfaces was separating from the body. This failure is on the same side where the jaw gap verification test failed. The vse will be transferred to engineering for further investigation. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. A system log review for the vse (part# 480422-01, lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the vse was last used on (B)(6)2021 via system serial# (B)(4). This last usage of the device per the log review matches the reported event date. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Advanced engineering analysis was performed on the vessel sealer extend instrument by an advanced failure analysis (afa) engineer and the following information was obtained: afa confirmed all primary failure analysis. The vessel sealer extend instrument passed all intuitive motion and electrical continuity/ energy delivery tests but failed the electrode gap test. The digital signal processor (dsp) logs were checked, and no error messages were shown.

Event description:
Refer to h10/h11 for follow-up information.